Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropriate measured data. Atrial lead impedance measured at >1990 ohms and current drain measured at 0ua.